Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device started to smoke. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming or, event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. It was reported that after the instillation of a new power supply, the customer contact stated the device started to smoke internally. It was reported the newly installed power supply was disconnected. No frayed or damaged wires were noted. There was no reported adverse effect to the biomedical engineer. Though requested, no additional information was provided.